Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accu tni) results generated by the access immunoassay system for several patients. Upon repeat, the results were within the normal reference range. The elevated results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are lithium heparin plasma collected in pst tubes from a satellite clinic. Qc was within the customer's established ranges prior to and after the event. No flags or errors were posted to the event log in association with this event. A field service engineer (fse) was dispatched: the fse tightened mixer a pulley that was loose and adjusted the ultrasonics pcb. The fse performed a 50 repetition precision test with wash buffer and a diagnostic test. Both met specifications. Although hardware issues were addressed, a definitive root cause has not been determined to date for this event.